Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-pacemaker dependent patient presented in clinic for routine follow-up. Device interrogation revealed the right ventricular lead exhibited noise resulting in pacing inhibition. The patient was asymptomatic. All other electrical measurements were stable. The physician elected to take no action at this time; the patient would continue to be monitored.